Manufacturer narrative:
The referenced video system was not returned to the service center for evaluation. Therefore, the exact cause of the reported event could not be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed that there was an e209 internal memory error message with the video system center. Tac assisted the sales representative through the process of reseating the internal memory card but with on result. There was no patient involvement reported.